Event description:
Implantable neurostimulator troubleshooting revealed high impedances on all electrodes except 8, 12, and 14. The patient experienced pain while checking impedances at therapy amplitude of 3.0 volts. Group impedances were also not able to be run due to patient discomfort. The patient was getting appropriate stimulation and pain relief using the available electrodes. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).